Event description:
Unomedical reference number (B)(4). Event occurred in germany. On 06-jun-2024, it was reported that the patient faced infusion set cannula was crimped and pushed back during insertion like an accordion, which caused the patient blood glucose elevated to 220 mg/dl. The infusion set was in use for 7 to 10 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.